Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted and replaced due to a heart wall perforation. This perforation was discovered with a computerized tomography (CT) as an incidental finding, while this CT was ordered for an aortic aneurysm repair. The patient was asymptomatic. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.